Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the dissection cone came off in half. The harvester used the c-ring to retrieve the broken tip from the patient's leg. No further intervention was required. A new dissection tip was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.